Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention, leaking pod and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention due to hyperglycemia and pain in his kidneys. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours; the pod was reportedly leaking during wear. The patient went to the family doctor and was treated with intravenous fluids.